Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the cutter get stuck to the comb. Also pins get stuck - impossible to open them. Meshed skin graft was not usable. They had to take another skin graft from patient and mesh it with meshgraft ii device. Delay in procedure of 30 minutes. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final report. Investigation is completed. Reported issue: on (B)(6) 2019, it was reported that during surgery cutter get stuck to the comb. Also pins get stuck - impossible to open them. Meshed skin graft was not usable. The customer returned a skin graft mesher device, serial number ((B)(4)), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 07 november 2019 found that the device was out of calibration. Repair of the skin graft mesher was performed by zimmer biomet which included recalibration of the device. Skin graft mesher, serial number (06345), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be determined with the information that was provided. During the product review by flextronics it was discovered that all of the cutters that were returned with the device were defective. Although issues were discovered with the returned cutters, it cannot be determined from the information provided what caused the issues. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.